Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not functioning. The tower door refused to open; the customer rebooted the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tthe issue was caused by worn or faulty old-style latches. A field service engineer arrived onsite and observed intermittent clicking and skipping between medications during inventory on the prkw2 aux tower. Verified the issue in hta, then powered down the unit and inspected the latch column. Identified old-style latches and replaced all four with new-style latches, ensuring proper connections and correct cable routing before reassembly. Powered on the system, performed hta hardware and functional tests on each door and tower, and confirmed proper door alignment and operation. Verified final functionality by having the pharmacy technician perform inventory on each door successfully. The system functioned as intended after the field service engineer repaired the device.